Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump had an intermittently responsive keypad. The blood glucose reading was over 600 mg/dl, which the customer advised she had treated with the insulin pump. She stated that there had been times when she tried to enter the blood glucose value into the device and found the keypad unresponsive. She noted that a battery replacement normally resolved the issue. The insulin pump passed the high pressure test, and she was advised that the device was working as designed. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump for the unresponsive. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector on the liquid crystal display board. The functional testing could not be completed due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.